Manufacturer narrative:
The device in question was returned manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the hopkins telescope is blurred. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the customer's error description "the endoscope is blurred" can be confirmed. The image is unclear and blurred. When focusing the optics, a broken rod lens was detected. Due to the broken rod lens, imaging is no longer possible. Furthermore, foreign particles originating from the broken rod lens can be detected in the rod lens system. A possible cause of the rod lens breakage could be overloading of the shaft or an impact leading to the breakage. No external damage is visible. The damage cannot be attributed to a manufacturing/production defect. Likely, the damage was caused during clinical use/clinical reprocessing. The conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).